Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused headaches resistant to pain medication, hypertension, increased intracranial hypertension, cerebral ischemia, pericarditis, myocarditis, chronic tracheitis and a cancer diagnosis since (B)(6) 2018. The patient did report to receive medical intervention and was on several pain medications, hospitalized and had an MRI as well as other diagnostic tests. The patient had received radiotherapy treatments as well. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on mar 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused headaches resistant to pain medication, hypertension, increased intracranial hypertension, cerebral ischemia, pericarditis, myocarditis, chnd its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case, and therefore is not a reportable injury.there is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. Manufacturer during the investigation manufacturer observed there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance.there is unknown debris in the tracks of the ui panel. Pil notes that there are mineral deposits present on the motor casing, bottom enclosure, and blower box housing suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt(foam integrity testing toll) and the associated procedure ER 2245460 (v.01) the device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer unable to directly address the symptoms outlined in the complaint and can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit.can manufacturer confirm the presence of contamination in the airpath.